Manufacturer narrative:
MFR report number 0002023141-2020-02326, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 61570448 was manufactured prior to 24-sep-2015. As a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510k: k011028, k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 19 lost integration due to peri-implantitis and bone loss. Implant was removed and the area was grafted. Patient to return for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: peri-implantitis, pain and bone loss.